Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 09-nov-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1cm in size and located in the right upper lobe - apical segment. Instruments utilized under c-arm fluoroscopy included a 21g flexision needle, forceps, and a bronchoalveolar lavage was also performed. Radial ebus was utilized to localize the lesion and staging utilizing endobronchial ultrasound (ebus) was also performed. The diagnosis obtained from pathology was atypical cells (non-diagnostic). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.